Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was frozen and unresponsive. The technical support specialist configured the communication status, updated eset anti-virus and verified the system and application logs to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe station was frozen and unresponsive. The customer reported that the ciisafe was completely frozen the customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.